Manufacturer narrative:
Information on the reported issue was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that a quote for 2 liters of oil was provided, but its relevance to failure was unclear on a integris allura 15 & 12 monoplane. The clinical use of the system was outside clinical use. There was no reported patient or user harm.